Event description:
It was reported the patient received inappropriate therapy due to the av interval delta diagnosing a vt during supraventricular tachycardia. The av interval delta setting was disabled and the issue was resolved. The patient condition is fine.

Manufacturer narrative:
(B)(4).